Event description:
It was reported that using the training manikin and a training band, the device would read "don't touch, analyzing pt sizing" but it would not do anything else, such as retracting the lifeband. Then system indicated "stopping" as well as user advisory 16 (time out moving to take-up position). No adverse event reported.

Manufacturer narrative:
Zoll medical corp has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.